Manufacturer narrative:
Due to character limit, initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-arotic balloon pump (iabp) had no power when connected to ac outlet.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b5, b6, b7, d10.

Event description:
It was reported by customer that prior to use the cardiosave intra aortic balloon pump (iabp) was unable to start up. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e2, e3, g1, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code, health effects), h11. It was reported by customer that prior the cardiosave intra aortic balloon pump (iabp) had iabp unable to start up the device. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the system it is not working and replaced the power management board (0670-00-0767) and the issue was resolved. Information regarding the if functional/safety checks were performed was not provide after multipl3e gfe attempts so the record will be closed. If new information becomes available the record will be updated. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of no power on the unit. The fat performed a visual inspection and found the part to have a blown q27 component. Please see attachment. The root cause of the issue is the faulty q27 component. No further testing required due to the physical damage. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Event description:
It was reported that cardiosave intra-arotic balloon pump (iabp) had no power when connected to ac outlet. There was no patient harm or injury reported.